Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/11/2014 with the following findings: the pump alarmed with a hard call service alarm upon start up which prohibited further testing. The cover was removed and moisture corrosion was found to the printed circuit board on the display screen, the keypad flex/connector, the continuous glucose monitor module, and internal parts. The pump failed a leak test due a display lens leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.